Event description:
The sales representative reported that the device continues to run a handpiece during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.